Manufacturer narrative:
(B)(4). The user stated that upon inspection, it was determined that there was a piece missing from the diaphragm, these components were replaced and the unit was placed back into service. In the event the device is received for evaluation or additional information is provided, a follow-up report will be submitted. At this time, carefusion has not received the device for evaluation. (B)(4).

Event description:
The customer stated that the leak test for this unit fails and the ventilator shows a transducer fault. The incident occurred off patient while the respiratory therapist was preparing the ventilator.